Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display remained blank after changing the battery five times. The patient's blood glucose at the time of incident was 254 mg/dl. During troubleshooting the customer changed the battery again but the display remained blank. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with blank display, problem isolated to electrical board. No cosmetic damage was noted.